Manufacturer narrative:
Device evaluation indicated that the device passed all tests performed. The charging anomaly complaint was not verified. Upon receiving, the device measured 3.39 vdc, and it was charged to 3.93 volts in one charge cycle. This result attested that the device was capable of being charged fully under a proper charging method. However, the device database showed that the battery charged around 3.5 volts, low charge current (around 10 to 20 ma), and frequent interrupts, which are the typical symptoms caused by ipg shifting, charger misalignment or changes in depth. The device passed the required tests and exhibited normal device characteristics.

Event description:
A report was received that the patient was experiencing ipg charging difficulty. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was replaced and the ipg site was slightly moved. Device malfunction was not suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing ipg charging difficulty. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was replaced and the ipg site was slightly moved. Device malfunction was not suspected. The patient was reportedly doing well postoperatively.